Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was unable to be completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that the tubing "leaked from the same spot". They did not state where the tubing leaked from. Mmdg did follow up with the initial reporter, who stated that no patient had been involved in the complaint. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and found no non-conformances. When the device was returned to mmdg for evaluation, the complaint was confirmed. The administration set was observed leaking from the filter. The cause appears to be the filter, specifically a failure of the component to be welded together correctly by the filter supplier.

Event description:
The initial reporter stated that the tubing "leaked from the same spot". They did not state where the tubing leaked from. Mmdg did follow up with the initial reporter, who stated that no patient had been involved in the complaint. (B)(4).